Event description:
It was alleged by the pt's attorney following an anterior repair and a posterior repair performed in 2007, "the pt experienced mental and physical pain and suffering, permanent injury, physical deformity, loss of a bodily organ system and has undergone or will undergo corrective surgery or surgeries". The pt's attorney provided the pt's implant card. The diagnosis and type of treatment for this specific pt is not known.